Event description:
Pt reported a lap-band system for which the "tubes leading to the port are leaking," first noticed when a fill was performed with a "blue dye test." The lap-band port and tubing will be explanted and replaced. At this time, the device remains implanted. F/u findings: tubing leak has been confirmed by a healthcare professional. The lap-band port and tubing have been explanted and replaced.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."